Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 27th march 2013. The device performed as expected up to the 10th april 2016. The device records multiple self-test fails subsequent to this date. Non sensical data was recorded for the time and date for each of these. The self-test fails were a result of real time clock error. The user would have been alerted with a device service required prompt as reported. The returned pad-pak was inserted into the device, the device was power cycled. On shutdown the device gave a device service required prompt. This confirms the reported fault. No status led was present throughout. Investigation found the reported fault can be attributed to a broken coin cell resulting in real time clock failure. The device gave a device service required prompt due to a real clock failure caused by a broken coin cell. This also caused a no flashing status led. The coin cell may have become damaged by impact to the device.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.